Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the case alleging an uneven catheter was confirmed and deemed to be manufacturing related. The case implicating a powerpicc was returned with the implicated powerpicc and guidewire. The catheter appears to be unused and untrimmed measuring 67 cm in length. The guidewire was partially threaded with 37.0 cm left out of the catheter including the black plastic guidewire hub. Removal of the guidewire revealed some white residue on the guidewire which measured a total length of 78.6 cm. Additional flaky residue was seen within the extension tubing upon removal of the guidewire. It is noted that at a distance of 33.1-33.5 cm after the winged hub a distortion of the catheter was observed with a flat whiter portion of the catheter also seen at the same point. The case alleging an uneven catheter was confirmed and deemed to be manufacturing related. Reynosa evaluation: the complaint for ¿rough flattened area on catheter¿ the evaluation carried out shows a little part to catheter flat, which confirms that this one could have been trapped between the tray and the pouched, fault that is visible in the area of sealing. Due to this, the complaint is manufacturing related. A quality alert# 15-0520, rev.0 was performed for ¿trapped component on sealing area¿. A lot history review (lhr) of reas0461 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter was found to be uneven 32 cm away on it when opening the catheter for inspection. On (B)(6) 2017-sample evaluation found rough flattened area on catheter. Conservatively reported at this time.